Event description:
Patient had a right total hip arthroplasty. Nursing noted two days later when changing the dressing that a single blister at top of incision was noted. The next day two more blisters were found under the tape part of the island dressing. A different dressing was applied. When discharged the next day, the patient received additional information to keep an eye on tape blisters on incisions and to contact wound-care nurses for any questions.there is a possible adhesive-induced blistering of the skin from this island dressing. This is the 9th reported incident in our hospital in about 6 weeks with this same dressing. Manufacturer response (as per reporter):wound care nurses at our hospital spoke with medline representative. Rep indicated they'd not had any issues. Medline is a new product to our hospital and wound care nurses are requesting to return to previous product by another company.

Event description:
Patient had a right total hip arthroplasty. Nursing noted two days later when changing the dressing that a single blister at top of incision was noted. The next day two more blisters were found under the tape part of the island dressing. A different dressing was applied. When discharged the next day, the patient received additional information to keep an eye on tape blisters on incisions and to contact wound-care nurses for any questions.there is a possible adhesive-induced blistering of the skin from this island dressing. This is the 9th reported incident in our hospital in about 6 weeks with this same dressing. Manufacturer response (as per reporter):wound care nurses at our hospital spoke with medline representative. Rep indicated they'd not had any issues. Medline is a new product to our hospital and wound care nurses are requesting to return to previous product by another company.